Manufacturer narrative:
The sides of the section as seen in the picture of the device are even and meet the engineering requirements. The device was wrong use (see remark marked above with an arrow) causing the device failure

Event description:
Slider needle snapped at distal tip in patient.